Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was changed out. There was 10cc of blood loss. The surgery was completed successfully.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without the plunger/needle assembly which limited the investigation. Evaluation of the returned device components found approximately 20.5 inches of the suture were returned and complete with the posterior needle tip attached to the suture and was engaged with the posterior cuff with the link and anterior cuff attached. There was no detected handle, guide or sheath damage. The posterior portion of the foot was broken off and was not returned. There was no detected anterior foot damage to indicate a possible needle strike. The anterior cuff was free of the anterior foot and not damage. The cuff tabs were found undisturbed. The undamaged and undisturbed nature of the anterior cuff, free of the anterior foot, indicated the cuff may have been manually pulled from the loaded position in the anterior foot. Testing of the device to check for needle trajectory was not attempted due to the broken and missing posterior foot assembly. A possible cause for the cuff miss and/or broken foot may have been needle deflection during plunger deployment due to interaction with human tissue causing the needle to deflect and strike the foot breaking the foot, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The engaged posterior needle tip and posterior cuff also point to possibly device removal with the foot deployed, prior to parking or closing the foot. Based on the investigation findings, the root cause for the reported event and the device damaged condition is related to the operational context in which the device was used. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.